Manufacturer narrative:
The product has not been returned to microline. No investigation can be performed at this time.

Event description:
During a surgical procedure, when the doctor attempted to use the clip applier, he noticed that when he tried to release the jaws of the clip applier, the clip did not disengage from the clip applier. He stated that the now compressed clip was pulled across the blood vessel he had closed. He stated there was tissue damage to the vessel.

Manufacturer narrative:
The ml-10 clip applier, device was returned with damages to its jaws. There were markings on the upper right jaw ,right mid jaw, and left top jaw. This also indicates that the device had experienced some type of external force, possibly during processing, and or sterilization. Because of the condition of the returned device, an actual functional could not be performed. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline surgical, inc., in this condition. A potential root cause of this issue, was determined as an is excessive force applied to the jaws of the ml-10 clip applier device.